Event description:
During surgical procedure - acl reconstruction allograft, lactated ringers solution was used as irrigant - inflow fluid. Determined after infusion that inflow fluid was over heated, causing interior and exterior scalding of the patient. Estimated contact time was 5 to 7 min.procedure is a research study involving biodegradeable screws.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: incorrect technique/procedure. Conclusion: no failure detected and product within specification, user error caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.